Manufacturer narrative:
Findings: fully broken off reservoir tube lip; tested with a test p-cap and test p-cap locked in place. Missing reservoir tube o-ring, cracked lcd window, cracked case at display window corners, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and cracked belt clip slot.

Event description:
A customer reported via phone call indicating physical damage on their insulin pump. The customer states that the reservoir does not lock in to place and that pieces of the insulin pump have broken off. The patient's blood glucose level was unknown at the time of the call. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.